Event description:
Journal reference: murata et al. "Deep brain stimulation of the posterior subthalamic area (zi.raprl) for intractable tremor." No shinkei geka 2007; 35(4): 355-362. Eight cases with severe essential tremor and 18 of tremor-dominant parkinson disease were treated with unilateral dbs of the area including the zona incerta and the prelemniscal radiation (zi/raprl). Tremors have been well controlled for 24 months with almost stable stimulation parameters, and no obvious adverse effects of stimulation. Reportable event: in one patient diplopia occurred if the voltage was increased, but within the voltage range needed for treatment this did not pose a problem.